Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned flow valve assembly found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined since the device performed as intended. Factors which can lead to device not working properly include: there may have been an issue with another device used as part of the system. There may have been a loose cable connection between the returned device and the used controller which could cause non-functionality of the device. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device was not opening or closing. No backup device was readily available to complete the procedure, therefore it had to be completed manually. No delay or patient injuries were reported.